Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported their blood glucose declining to 20 mg/dl. Customer stated they consumed sugar and drinking soda. The customer also requested to replace their insulin pump due to the safety notification recall letter they received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.